Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(6): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber firing in the wrong direction" at 223,652 joules and 41:28 minutes of usage. The fiber was exchanged and the case completed at 36,302 joules and 06:37 minutes of usage. Total joules used: 295,954, total time used: 48:05 minutes. Patient outcome: "no issues occurred to the patient" reported. No injury to patient reported.